Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. Piston functioning properly during testing. Intermittent button response noted during testing due to flattened dome switch on the act button. Corroded motor assembly and corroded electronic assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the piston was not moving. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.